Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that an unstable speed occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified artery. A 2.25mm rotapro was selected for use. During the procedure, a low intermittent sound was heard in the advancer, and the rotation speed was unstable. The procedure was completed with another of same device. There were no complications reported, and patient is stable post procedure.